Event description:
After multiple unsuccessful attempts to navigate the guidewire through a very tortuous turn to the right middle cerebral artery (mca) m1/ m2 bifurcation aneurysm, it was noted under fluoroscopy that the distal end of the wire broke off in the right mca. The physician removed the proximal part of the wire and confirmed the distal end separation. Following unsuccessful attempts to retrieve the broken fragment using several retrieval devices, the physician placed a stent to secure the wire fragment against the artery wall. The procedure was competed using another of the same device. Post procedure the patient suffered a stroke with symptoms of the left arm weakness.

Event description:
After multiple unsuccessful attempts to navigate the guidewire through a very tortuous turn to the right middle cerebral artery (mca) m1/ m2 bifurcation aneurysm, it was noted under fluoroscopy that the distal end of the wire broke off in the right mca. The physician removed the proximal part of the wire and confirmed the distal end separation. Following unsuccessful attempts to retrieve the broken fragment using several retrieval devices, the physician placed a stent to secure the wire fragment against the artery wall. The procedure was competed using another of the same device. Post procedure the patient suffered a stroke with symptoms of the left arm weakness.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. During the procedure, the guidewire distal tip broke and remained in the right middle cerebral artery. The distal end of the wire most likely was fractured as a result of the reported extensive device manipulation and torquing in an effort to advance the wire thorough a very tortuous turn in the right mca. Therefore, a root cause related to operational context has been assigned to this event as procedural/anatomical factors encountered during the procedure limited the performance of the device, which met all required specifications.

Manufacturer narrative:
The guidewire tip was shaped and reshaped a couple of times during attempts to advance through the tortuous anatomy.